Event description:
Additional information received reported that there seemed to be no visual abnormalities.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the feeder is a compound of the d-avf and the piar avf connected to the para-sinuses of the t/s sinus, which is a piar artery from oa, mma, and pc. An operation to inject the onyx as a matched blood vessel using the oa's mastoid branch after the mma coil embolization and the flow is controlled. The actual product was used during the mma coil embolization. When several axium prime coils were used, the actual product did not detach. The delivery wire was not detached even if it was folded, so when the catheter was pulled a little, it was detached when it was pulled out about 5 mm. Because it was the site to be embolized, the catheter was pushed in as is and a new additional coil was placed, so there were no problems. The physician attempted to detach the coil with the instant detacher multiple times. The physician did not try to detach with another instant detacher. There was a manual attempt at detachment via hypotube. 1 cycle manual attempt was made. It was noted that there was no issue with the instant det acher. The reported device was prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a arteriovenous malformation or arteriovenous fistula, cognard type iia+b. The lesion was not located in the functional area of the brain (eloquent area). It was noted the patient's blood flow was fast and degree of vessel tortuosity had no anomalies. Ancillary devices include a stiff j guide catheter, a sl-10 microcatheter, and a synchro guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.